Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with the blood glucose of 438 mg/dl. The customer experienced nausea, vomiting and abdominal pain due to high blood glucose and also gave positive test for ketone. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with intravenous insulin and insulin pump. Customer was unable to complete care link upload. The customer did not allege under delivery on insulin pump. The customer stated that the drive support cap was appeared normal. The insulin pump will not be returned for analysis.